Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the patient reported that after stopping their sensor session and deploying a new sensor, the receiver did not complete a warm up period and started showing values after about 30 minutes of 'no readings'. Data was provided for investigation. Confirmation of the complaint was confirmed via data. We can see the patient stopped their sensor session and started a new one. We can see the patient did not have a warm up session. We can see that the patient started getting readings about one hour after they started the sensor session. The patient had signal loss during the entire sensor session. The probable cause could not be determined via data.